Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). The OEM performed a review of the DHR and did not reveal any non-conformances or in-process deviations that are related to the described issue.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. However, the 61238bx instruction manual warns users ¿avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage. Upon completion of the procedure, gently withdraw the sheath.¿

Event description:
Olympus was informed that at the conclusion of an unspecified procedure, while withdrawing the access sheath 2-3 inches of the sheath¿s tip broke off in the patient. The device fragment was successfully retrieved. There was no patient injury reported.